Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported he will charge up the implant and the next day the implant will dropped down to 3/4 charge. Patient asked if there is a problem with the device. Patient services (ps) asked patient to sync with the pp and the pp screen showed ins about /2 to 3/4 charge and therapy is on at 0.0v. Patient connected with the recharger and getting coupling bars shaded and ins is showing 1/2 to 3/4 charged. Patient stated he usually get the message that ins is fully charge. Ps described the picture icon for full ins charge and patient said he will charge the implant now and look for the icon and if he has questions, he will call ps for assistance. Ps reviewed icon meaning and device function. The troubleshooting steps that were taken on the call resolved the issue. Redirected caller: other (document in note).